Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. A small piece of sealant soaked in blood (approximately 3mm) was returned, separated from the advancer tube. The distal end of the advancer tube was free of damage. The review of the lhr (lot f1315903) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause of the reported sealant stuck to advancer tube could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the bifurcation via a 6f sheath (model unknown). There was one sheath exchange from a 5f to a 6f for the fractional flow reserve of the circumflex. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin. It was noted that the patient was also given 20 units of protamine to counteract the 4,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. After the 30 second tamp and hold, during the 90 second swell time, the physician noted that there was sealant on the outside of the access site. The balloon was deflated and the device was removed. Sealant was noted to be stuck to the advancer tube as well. Pressure was held for 5 minutes when a "dime" sized hematoma was noted. An additional 15 minutes of manual compression was held at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.